Manufacturer narrative:
As reported, when the customer was using outback elite chronic total occlusion (cto) catheter during a case, the tip of the outback elite catheter "broke" off of the catheter. The device was not returned for analysis. A product history record (phr) review of lot 17843476 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter tip/distal tip fractured-separated¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact root cause could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, procedural or handling factors may have contributed to the reported event, as such as tracking issues over the aortic bifurcation. According to the instructions for use, which is not intended as a mitigation of risk, ¿the IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked¿. Neither the phr review nor the information available for review suggest that the reported event is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17843476) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the customer was using outback elite catheter during a case, the tip of the outback elite catheter "broke" off of the catheter. The device will not be returned for analysis.